Event description:
When doctor used it the suction kept sticking. They open the 2nd one and the same problem happened. It was observed that bowel attached to the probe and then the device was discarded. No permanent injury to patient.